Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation. Moreover, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Lot number was not provided by customer.

Event description:
(B)(4) ¿ the dentist reported that 1 month and 3 days after the dental implant was installed in patient¿s mouth, its non- osseointegration was observed. Moreover, 20ncm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type iii) and immediate implant was performed.